Manufacturer narrative:
The device was received for evaluation. The set was received contaminated with blood and underwent disinfection. Leak testing was performed, and a crack was observed in the welding seam. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the top of a polyflux 17 l set during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.